Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that the haptic broke during implantation necessitating lens explantation. A back-up iol was not available at the time of the original surgery session, and surgery therefore, had to be re-scheduled for seven days later. Implantation of the back-up iol proceeded without complication, and without injury to the patient. The explanted iol has been retained, and is being returned to rayner for evaluation. To date, the product has not been received by rayner. The results of the product inspection performed will be provided in a follow-up report. The additional information received identified that the injector was removed from the blister tray to insert viscoelastic and to close the flaps. Etacoat 2.4% viscoelastic is reported to have been used (hydroxypropyl methylcellulose) this is a deviation from the IFU, the IFU states that the injector should be left in the tray until ovd is inserted and the flaps of the injector are closed. Additionally, the IFU recommends the use of a sodium hyaluronate based viscoelastic. Our review of production records for the rayone trifocal toric rao613z batch# 079139915 showed that all manufacturing and quality checks were conducted with successful results. All devices released for distribution from this batch were within tolerance, met specification criteria, and were without defects. A review of existing vigilance data from the month of manufacture of the rayone trifocal toric rao613z (july 2019) was conducted to determine if any trends existed. This review concluded that no other incidents, of any type, have been received against the rayone trifocal toric rao613z; batch#: 079139915.

Event description:
On 12th november 2020, rayner intraocular lenses limited received notification from its (B)(6) distributor of an event that occurred during use of a rayone trifocal toric rao613z. The event description provided states that the haptic broke during implantation necessitating lens explantation. No back-up lens was available in the original surgery session therefore surgery had to be re-scheduled for seven days later. Note: rayone trifocal toric rao613z is not available in the us, however, the event is being reported as the rao613z haptic design is the same as rayone aspheric rao600c, which is available in the u.s..